Event description:
It was reported that the implantable cardiac monitor exhibited oversensing resulting in false atrial fibrillation episodes. Programming changes were made. The patient was stable throughout.